Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. (B)(6) 2008, the patient presented with stable angina. The target lesion was 70% stenosed, 28mm long, in the proximal right coronary artery (rca) extending to the mid rca with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus perseus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2012, the patient presented with acute myocardial infarction and elevated cardiac enzymes. Alterations were made to their medications and the event was considered resolved without residual effects. The patient was discharged six days later.